Manufacturer narrative:
Event date, relevant tests/laboratory data, concomitant medical products: estimated date. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the common femoral artery using a proglide after an interventional procedure, using a 6fr sheath. Reportedly, the proglide device was difficult to remove and separated where the black and silver parts meet, held together by a ¿thread¿. A cut down was performed to remove the device and the artery was sutured closed. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported guide break was confirmed. Device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code 1562 removed.